Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/11/2019; belt 01/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that paramedics were present at the time of the patient's passing. Review of the patient's download data indicates the patient received one appropriate shock on the date of passing. Per clinical review of the continuous ECG recording, the device was started up at 16:40:26 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm, degrading to vf at 23:01:04. The patient received the appropriate shock at 23:03:12. The patient's rhythm at the time of the shock was vf. The patient's post-shock rhythm was sinus bradycardia at 30 bpm. The patient was in sinus rhythm at 60 bpm with CPR/motion artifact and electrode lead fall off at 23:12:55. The patient was in an idioventricular rhythm at 90 bpm with CPR/electrode lead fall off at approximately 23:42:30. The patient's rhythm transitioned to sinus rhythm at 70 bpm with pvc's and electrode lead fall off at approximately 23:57:54. The patient's rhythm then degraded to vt from 150 to 170 bpm with CPR/motion artifact and electrode lead fall off from approximately 00:00:21 until the electrode belt disconnection at 00:00:30. It was not reported who disconnected the electrode belt. The lifevest detected the vt arrhythmia, the rate of the vt arrhythmia varying at or below the physician prescribed rate threshold of 150 bpm, CPR/motion artifact, and the electrode belt disconnection prevented the lifevest from delivering a shock.